Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratch lens, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem; however, the dso seal was damaged. The dso seal was replaced along with the lens and battery compartment. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette detector is damaged. There was no patient involvement, the event was discovered during testing.